Event description:
Patient on rotating mattress. The thoracic portion of the patient's mattress did not fully reinflate. There was no air leak alarm throughout the day and the mattress looked fully inflated from the side. Air leak alarm sounded later in the day and bed was immediately replaced. Two small areas of stage ii skin breakdown noted on patient.